Manufacturer narrative:
H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing; and the device performed according to product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient is pediatric. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the valve; further reported from the male luer connection. No damage was observed. This was identified during patient infusion of intralipids through a PICC (peripherally inserted central catheter) line. The tubing was changed out using sterile technique. There was no patient injury or medical intervention associated with this event. No additional information is available.